Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the esc and act buttons on the insulin pump are not responding. The device was not exposed to moisture. Blood glucose value is unknown.